Event description:
The patient contacted animas on (B)(6) 2012 stating that all the keypad buttons were unresponsive after water exposure. The patient denied damage to the keypad. The patient reportedly wore the pump in a pocket and cleaned the pump with a paper towel. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that all of the keypad buttons responded appropriately. There was no evidence of keypad contamination found under the key contacts. There was contamination found under the keypad flex connector. There was moisture in the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.